Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a hemorrhagic stroke due to hypertension. Inr at time of event was 2.5. Currently off all anticoagulation. Prior to the stroke, the patient was receiving increased antihypertensive. The plan is to monitor for recovery. All anticoagulation on hold.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation as the pump was not available for evaluation. The patient remains ongoing with the device and no additional complaints have been reported to the manufacturer at this time. Although a correlation to the reported event could not conclusively be determined, the manufacturer's approved labeling lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.